Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydrosalpinx. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems (since removal until present)"), decreased appetite ("loss of appetite"), dyspepsia ("digestive issues"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("loss of hair"), the first episode of onychomadesis ("loss of nails"), the second episode of onychomadesis ("loss of toenails"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), vitiligo ("vitiligo"), infection ("staff infection"), rash ("skin rashes") and fatigue ("fatigue") and was found to have weight increased ("uncontrollable weight gain") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, decreased appetite, dyspepsia, allergy to metals, autoimmune disorder, alopecia, the last episode of onychomadesis, abdominal pain, inflammation, weight increased, vitiligo, infection, cervix carcinoma, rash and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, cervix carcinoma, decreased appetite, dyspareunia, dyspepsia, fatigue, infection, inflammation, pelvic pain, rash, urinary tract disorder, vitiligo, weight increased, the first episode of onychomadesis and the second episode of onychomadesis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydrosalpinx. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems (since removal until present)"), decreased appetite ("loss of appetite"), dyspepsia ("digestive issues"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("loss of hair"), the first episode of onychomadesis ("loss of nails"), the second episode of onychomadesis ("loss of toenails"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), vitiligo ("vitiligo"), infection ("staff infection"), rash ("skin rashes") and fatigue ("fatigue") and was found to have weight increased ("uncontrollable weight gain") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, decreased appetite, dyspepsia, allergy to metals, autoimmune disorder, alopecia, the last episode of onychomadesis, abdominal pain, inflammation, weight increased, vitiligo, infection, cervix carcinoma, rash and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, cervix carcinoma, decreased appetite, dyspareunia, dyspepsia, fatigue, infection, inflammation, pelvic pain, rash, urinary tract disorder, vitiligo, weight increased, the first episode of onychomadesis and the second episode of onychomadesis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pain') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydrosalpinx. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems (since removal until present)"), decreased appetite ("loss of appetite"), dyspepsia ("digestive issues"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("loss of hair"), the first episode of onychomadesis ("loss of nails"), the second episode of onychomadesis ("loss of toenails"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), vitiligo ("vitiligo"), infection ("staff infection"), rash ("skin rashes") and fatigue ("fatigue") and was found to have weight increased ("uncontrollable weight gain") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perforation, urinary tract disorder, decreased appetite, dyspepsia, allergy to metals, autoimmune disorder, alopecia, the last episode of onychomadesis, abdominal pain, inflammation, weight increased, vitiligo, infection, cervix carcinoma, rash and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, cervix carcinoma, decreased appetite, dyspareunia, dyspepsia, fatigue, infection, inflammation, pelvic pain, perforation, rash, urinary tract disorder, vitiligo, weight increased, the first episode of onychomadesis and the second episode of onychomadesis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received event " perforation " was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.